Event description:
It was reported that during a da vinci-assisted other fundoplication surgical procedure, the vessel sealer extend (vse) was not articulating correctly. It made a popping noise in the carriage of the instrument then was not working at all. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury or harm to the patient. The failure was related to an inability to move the instrument at all. The observed movement was not greater or lesser than intended. It is unknown if there were any instrument-to-instrument or system arm-to-arm interference. It is unknown if there were any external collisions. The issue was persistent.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary finding of functional test failed - unintuitive motion to be related to the customer reported complaint. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the grip tips moved in the opposite direction. This behavior was observed in the pitch and yaw direction(s) and presented quantity 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. It was found that the main tube can be rolled past the hard stop in the roll gear (roll gear tabs) with little resistance, in both roll directions. This indicates that the roll gear tabs that mate with the main tube an provide a hard stop are damaged. Since the hard stop is damaged, the main tube can rotate independently of the roll gear, causing miscalibration between the mtm and tube, and creating unintuitive movement of the distal tip. The complaint was confirmed by failure analysis.